Event description:
The customer reported that the system displayed a motion error message when it was turned on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface console was delivered to the client. On follow up with the customer five days later, the system was found to be working as intended.